Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (150mg, every 6 days, intraperitoneal, ongoing), ceftazidime injection (1g, once daily, intraperitoneal, discontinued on an unknown date), and meropenem injection (500mg, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis and cloudy pd fluid. It was reported that the caregiver was retrained on the proper aseptic technique. No additional information is available.